Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the safety shield did not retract. There was no other info available. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team completed its investigation of the device which was returned to co with product inquiry #975057. Visual inspections & results: blade condition, conforming; cam condition, desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; lens engagement, obturator condition, conforming; outer gasket condition, conforming; sleeve condition, conforming; and stopcock condition, conforming; functional tests & results: latch function properly, conforming; and safety shield function properly, conforming. Co review each incidence as it occurs in an effort to continuously improve the products and processes.